Event description:
Noted venous lumen separated from tessio catheter approx 150-200 cc of blood under chair. Lumen clamped with blue clamp. Fluid given via arterial line. Pt repositioned to left side. Venous lumen replaced by registered nurse and pt care technician. Blood pressure with 0300 - 125/85 before incident. Dr notified. Hematocrit before incident 32.6. Blood pressure after 120/76.